Event description:
It was reported that when the tubset of the unit was plugged in, the unit exploded with saline and started leaking black fluid.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.